Manufacturer narrative:
Other applicable components are: product ID: 3998, lot#: va02j9h, implanted: (B)(6) 2012, product type: lead. Product ID: 3888-33, lot#: va01xj6, implanted: (B)(6) 2012, explanted: (B)(6) 2017, product type: lead. Product ID: 3888-45, lot#: va00l3s, implanted: (B)(6) 2012, explanted: (B)(6) 2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Manufacturer representative reported that implantable neurostimulator (ins) was explanted but the general surgeon was not able to remove surgical lead. The implantable neurostimulator was explanted on (B)(6) 2017. No further complications were reported/anticipated. The indication for implant was spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the manufacturer representative on 2017-08¿08 reported that the information regarding the reason for the explant was not provided to them. It was stated that the hcp had been a general surgeon and not a neuro or an orthopedic surgeon. No other reason for why the hcp had been unable to remove the surgical lead was given. There were no known diagnostics or troubleshooting performed. No further complications were reported.